Manufacturer narrative:
It was reported by the hospital contact that the deltaplush coil ((B)(4)) was placed correctly in the aneurysm. The physician wanted to detach the coil but he couldn't. So he had to resheath the coil and use another one (details unknown) and finished the procedure successfully. No significant delay nor patient harm reported. The product has been discarded thus no product available. There were no damages noted on the coil. The same detachment control box (details unknown) and connecting cable (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. The same microcatheter (details unknown) was used to complete the procedure. There was no resistance during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report. Concomitant medical products and therapy dates: another coil (details unknown). Detachment control box (details unknown). Connecting cable (details unknown). Microcatheter (details unknown).

Event description:
It was reported by the hospital contact that the deltaplush coil ((B)(4)) was placed correctly in the aneurysm. The physician wanted to detach the coil but he couldn't. So he had to resheath the coil and use another one (details unknown) and finished the procedure successfully. No significant delay nor patient harm reported. The product has been discarded thus no product available. There were no damages noted on the coil. The same detachment control box (details unknown) and connecting cable (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. The same microcatheter (details unknown) was used to complete the procedure. There was no resistance during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm.